Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was disconnected from the bus. A field service engineer arrived at the station and logged in. The engineer accessed the storage space configuration to check for failures, then logged out and pulled the station out. The back panel was removed, and the status of the controller boards on drawers 3.1 and 3.2 was checked. The station was powered down, and the drawer backing was removed. The row board cables for both drawers were reset. The drawer was reassembled, and the bus cable was reconnected. The station was powered up, and the drawers were tested in hardware test application. The customer also tested the drawer functions and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.